Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
This is a non-us event. This occurred in (B)(6). Consumer reported the string was caught in the insertion tube. She noticed it prior to use of two tampons and did not use them. Multiple attempts have been made to obtain further information. No further information has been received.